Event description:
During the dialysis session, the pt's blood pressure increased. The nurse observed that the bd q-syte device had split into two pieces. The pt lost 100ml of blood as a result of the incident. The device was changed and there was no harm to the pt.

Manufacturer narrative:
The sample was received 01.03.2012 and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).